Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025 . According to the patient, on (B)(6) 2025, she experienced being too weak to be able to walk. The cgm reading was 400 mg/dl, but according to the patient the blood glucose reading could have been possible higher, but no fingerstick was taken. The patient pressed a life alert button, and when an ambulance came, she was transported to the emergency room. When a fingerstick was taken, the cgm reading would have been off by 80-100 points, but no specific readings were reported. The patient was treated with intravenous insulin and fluids and was given oxygen as her oxygen levels were low. After treatment the blood glucose reading was 200 mg/dl. The patient was discharged on the same day as the day of the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, it has been reported that there was a difference in readings of approximately 80-100 points. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.